Event description:
It was reported that the patient had the artificial urinary sphincter 4.5 cm cuff component removed due to difficulty voiding his bladder and erosion of the bulbous urethra from cuff compression. The erosion was found on a cystoscopy.